Manufacturer narrative:
The MDR assessment for this complaint was completed in a timely manner. However, due to a discrepancy related to the internal process, the emdr was not filed within 30 days of the awareness date. Bolton medical will review the internal process for any necessary actions to prevent reoccurrence.

Event description:
Broken: the delivery system did not advance due to tortuosity of the access artery. When the physician was pushing the delivery system by rotating the system to make it easier to advance, the delivery system tip broke off. First, the delivery system was inserted from the left femoral artery, but the delivery system could not advance forward. The delivery system was then inserted from the right femoral artery and the tip broke off during advancement. The delivery system was then removed from the puncture site in the left leg and replaced with a dryseal introducer sheath (gore) with the tip left in the patient's body. An indy otw vascular retriever (cook medical) was inserted from the puncture site in the right leg to catch an extra stiff guidewire (cook medical) sticking out from the tip. After that, the tip was pushed into the dryseal introducer sheath, and the entire device was successfully removed. After the entire device was removed, the device was checked. While the tip was fixed with the threaded part, it was found that the threaded part came off and the tip was removed since the physician pushed the delivery system by rotating it multiple times. Another treo was used to continue the procedure, and the procedure was successfully completed. The device was discarded at the hospital in accordance with hospital rules. Ancillary devices used: dryseal introducer sheath (gore), extra stiff guidewire (cook medical), indy otw vascular retriever (cook medical). Operation type: evar. Patient outcome - "the patient recovered."

Event description:
Broken: the delivery system did not advance due to tortuosity of the access artery. When the physician was pushing the delivery system by rotating the system to make it easier to advance, the delivery system tip broke off. First, the delivery system was inserted from the left femoral artery, but the delivery system could not advance forward. The delivery system was then inserted from the right femoral artery and the tip broke off during advancement. The delivery system was then removed from the puncture site in the left leg and replaced with a dryseal introducer sheath (gore) with the tip left in the patient's body. An indy otw vascular retriever (cook medical) was inserted from the puncture site in the right leg to catch an extra stiff guidewire (cook medical) sticking out from the tip. After that, the tip was pushed into the dryseal introducer sheath, and the entire device was successfully removed. After the entire device was removed, the device was checked. While the tip was fixed with the threaded part, it was found that the threaded part came off and the tip was removed since the physician pushed the delivery system by rotating it multiple times. Another treo was used to continue the procedure, and the procedure was successfully completed. The device was discarded at the hospital in accordance with hospital rules. Ancillary devices used: dryseal introducer sheath (gore), extra stiff guidewire (cook medical), indy otw vascular retriever (cook medical). Operation type: evar. Patient outcome - "the patient recovered."